Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that her blood sugar was going up and up went up over 600 mg/dl and would not come down. The customer treated for high blood glucose over 600 mg/dl with a pen just to keep herself down and had ketones. The customer was offered to troubleshoot for the high blood glucose and customer knows it was the kink in the tubing not the pump. The customer reported that there was a bubble in the tubing that was moving back and forth. The customer also reported that the infusion set cannula was bent. The insulin pump will not be returned for analysis.